Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction that extended beyond the patch perimeter. The patient reported that a skin reaction that began on (B)(6) 2026 at the needle puncture site, measuring approximately 4x 4 inches. The patient described the area as very painful, swollen, red, and hot to the touch. No treatment or medication was used until (B)(6) 2026, when the patient consulted a doctor at approximately 11:00 a.m. The condition was diagnosed as cellulitis. A wound culture was also performed, and the patient was prescribed oral antibiotics doxycycline (unspecified dosage). At the time of the report, the patient reported doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.